Event description:
Boston scientific received information that during a normal patient follow up, it was noted that the pacing impedance measurements on this left ventricular (lv) lead were above 2,000 ohms. In addition, the pacing threshold measurements had also increased. The associated cardiac resynchronization therapy defibrillator (crt-d) was reprogrammed to change the pacing configuration, and the pacing impedance measurement was at 496 ohms. The patient was checked the next day and there was no capture on the lv lead. A revision was performed and it was discovered that there was blood in the lumen of the lv lead, suggesting an insulation breach but it could not be determined where the breach was. The lv lead was capped and successfully replaced with an epicardial lead. The crt-d remains implanted and in service. No additional adverse patient effects were reported as a result of the observations or the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.